Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chamber is not expected to be returned to fph for inspection. We will provide a follow up report once we receive further information from the healthcare facility and have completed our analysis.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an mr290v vented autofeed humidification chamber overfilled after it was set up, prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was not returned to fph in (B)(4) for investigation. Our analysis is accordingly based on the photos provided by the healthcare facility and our knowledge of the product. Results: visual inspection of the photos provided revealed that the water inside the subject mr290v humidification chamber was above the maximum water level line. Both the primary and the secondary floats were also seen floating. No visible damage was observed to the chamber. A lot check revealed no other complaints of this nature for lot number 1509230. Conclusion: no fault was found with the subject mr290v humidification chamber based on the photos provided. Overfilling of water is usually caused by both the primary and secondary float mechanisms in the mr290 humidification chamber being disabled. In circumstances where the primary float is disabled, the water may overfill above the black water level line of the chamber but the secondary float will serve as a backup to prevent the water from overflowing outside the chamber port and entering into the breathing circuit. All mr290 chambers have float function and valve testing performed twice during production. A failure of any test would result in rejection of the chamber before distribution. The user instructions that accompany the mr290 humidification chamber specify in the warning section "do not use the chamber if the water rises above the maximum water level line" along with a diagram directing the user to check the water level on the chamber. A written description of the meaning of the symbols used is also included in the user instructions. It also states the following: "do not spike the water source until the blue caps have been removed. Should the primary float fail, splashing into the circuit may occur if the chamber is being operated in excess of 80l/min." "Set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an mr290v vented autofeed humidification chamber overfilled after it was set up, prior to patient use.